Manufacturer narrative:
Additional information received on may 16, 2023 indicated that the patient underwent left sided capsulectomy, and lower pole extensive capsulotomy, and placement of mentor mhx 3430cc implant to the left. The ultrasounds and mammogram examination of the left side was normal. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 63-year-old hispanic female who underwent a breast augmentation revision with a mentor memorygel xtra, 330cc silicone breast prosthesis experienced left-sided capsular contracture grade iii, and bilateral ptosis post procedure. The issue was diagnosed through office examination. As a result, patient underwent bilateral removal on (B)(6) 2023. This report relates to the rigt side.